Event description:
A report was received that two days following the implant procedure the patient experienced paralysis of the left lower limb. The lead was cut at the base of the ipg and most of the lead was explanted. Upon opening the wound, a hematoma was confirmed and removed. The paralysis and sensory disturbance were resolved after the explant.

Manufacturer narrative:
Additional information was received that the leads were placed in the epidural space, however, the location and the cause of the hematoma are unknown.

Event description:
A report was received that two days following the implant procedure the patient experienced paralysis of the left lower limb. The lead was cut at the base of the ipg and most of the lead was explanted. Upon opening the wound, a hematoma was confirmed and removed. The paralysis and sensory disturbance were resolved after the explant.